Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019 6935m62 lead, implanted: (B)(6) 2019, 5867-3m adaptor, implanted: (B)(6) 2015, 383059 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma, and later complained of drainage from their incision. It was determined that the patient was experiencing an infection, and the implantable cardioverter defibrillator (ICD) system was subsequently explanted. The patient was treated with antibiotics, cultures were taken, and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.